Manufacturer narrative:
Getinge field service engineer (fse) customer ask to verify that batteries were charging and performing as they should. Battery were fully charged. Ran battery test on both batteries and they passed the 60 minute per battery test. Performed full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) patient being transferred to outside hospital with balloon pump in rescue (battery) mode. In route the battery quickly discharged power to half-life, continued to decrease charge and battery depleted. The last 8 minutes of transfer the balloon pump was not functioning. Battery tested as charged. Patient had pci and was placed on balloon pump, was intubated and transferred to outside facility. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) batteries are not holding a charge. There was no patient harm reported.